Manufacturer narrative:
A philips field service engineer (fse) went onsite and determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The fse replaced the speaker to resolve the issue.

Event description:
It was reported that there was a loudspeaker fault displayed on the screen, and it does not ring in the room anymore. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporter phone #: (B)(6).